Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment was cracked and the reservoir was not fitting in tight. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken off reservoir tube lip; the reservoir was unable to lock into place due to completely broken off reservoir tube lip. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken reservoir tube lip and cracked lcd window. The insulin pump was missing the reservoir tube o-ring.